Event description:
It was reported that a remote monitoring transmission was sent one day post implant. It was noted that the sensing threshold for the right atrial (ra) lead was below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.